Event description:
The pt presented with partial right third nerve palsy from an internal carotid artery (ica) aneurysm. In the process of treatment, a stent was used to bridge the large right cavernous ica aneurysm. Upon completion of the coiling procedure, during withdrawal of the guidewire, a significant decrease of flow into the supraclinoid right ica was noted "most likely due to vasospasm". Two days post-procedure, the pt experienced left side weakness in the hand and face, and it was determined that she had a small subcortical ischemic stroke on the right. The pt also experienced a pseudoaneurysm of the left common femoral artery which was treated surgically. She improved rapidly from her neurologic deficit and was discharged 48 hrs later to inpatient rehabilitation ctr where she remained for five days before being discharged home.